Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). . The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 2. Results: 2.1 a visual inspection was performed. The cover caps on the screw pillars and the seal on the lower housing were intact. The upper housing next to the battery compartment cover is damaged. 2.2 a functional test was performed. The device passed the self-test. During the startup the device opened the drive. It could be recognized that the drive was very loud and rattled. An ops 50ml syringe was inserted. The pump identified the syringe, and it could be selected from the menu. It was possible to put the pump in operation. No malfunctions could be detected. 2.3 the device history files were read out and analyzed. Because no day of occurrence was mentioned in the cc-notification. The last possible therapy on the 27th october 2021. An ops 50ml syringe was inserted at 8:15 pm on the 26th october 2021. According to the drive step position, the syringe was filled up with ~48.89ml. The infusion was started at 2:20 am the following day. The infusion stopped at 10:27am, because the syringe was empty. The device alarmed three minutes before the infusion was stopped. According to the history data the volume infused was 48.69ml. The infusion was stopped one time for several seconds. No malfunctions, anomalies or errors could be found in the device history. 2.4 a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +1.08%. 2.5 to investigate the inside of the device, the device was completely disassembled. Besides the damage on the upper housing the drive and the drive head are broken. Damage due to liquid could be found on the pcb and ribbon cable of the operating unit. 3. Judgment: 3.1 the complaint could not be confirmed. The damages to the perfusor space were caused by impact damage and liquid. Summing up all tests, the perfusor space operates within our specification. No product deviation.

Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "overinfusion" according to the customer: "customer complains: "arterenol-perfusor!!!! -> indicated that inserted syringe still lasts 1h, but was empty. Please read out, check, repair"